Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure for obesity, while stapling using the first reload, the handle was closed and the green button was pushed but the handle was able to staple only 5 millimeters and after cannot staple anymore. The surgeon heard a break sound form the handle. To resolve the issue the surgeon decided to change the handle and took another reload for higher tissue thickness. There was no patient injury.